Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead has been increasing. It was noted that the thresholds appear stable, but may be a "little bit" higher. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: icf09b52 lead, implanted: (B)(6) 2005. (B)(4).